Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2011, patient underwent following procedure: l4 to s1 laminectomy, l4-l5 and l5-s1 facetectomy and foraminotomy to decompress the spinal canal, and bilateral l5 and s1 nerve roots. Bilateral peek interbody spacer at l4-l5 and l5-s1. Interbody arthrodesis at l4-s1 with bone morphogenetic protein (bmp) and autograft. Pedicle screw fixation at l4, l5 and s1 with spinal system. Posterolateral arthrodesis from l4 to s1 with bone morphogenetic protein (bmp) and autograft; for a pre-op diagnosis of: l4-l5 and l5-s1 facet hypertrophy. Lateral recess stenosis with l4-l5 disc herniation. L5 and s1 radiculopathy. Per-op notes: a skin incision from l4 to sacrum was made with the scalpel and dissection was carried through subcutaneous tissues with cautery. Decompression was then performed by removing the anterior 2/3 of l4 spinous process and lamina, entire l5 spinous process and lamina, the superior portion of s1 lamina, as well as the entire superior l5 and l4 facets with rongeurs, high-speed drill, and kerrison punches. Peek interbody spacer and arthrodesis was then performed starting at the l4-l5 level by retracting the thecal sac and l5 nerve root medially by both cauterizing and dividing up the veins, incising posterior longitudinal ligament and removing disc and endplate material with curets and pituitary rongeurs. The disc space was slightly distracted with spacers and then a interbody spacer was sized, packed with autograft, and placed into the disc space on the right side and the left sided was removed. Bmp wrapped around autograft was placed into the center portion of the disc space and spacer with autograft was placed into the disc space. We then performed a similar procedure at l5-s1. Pedicle screws were then placed bilaterally at l4, l5 and s1 by fine injection of the pars and transverse process, removing a bit of lateral facet with the rongeur, cannulating through the outer portion of the pedicle with a high speed drill with lateral fluoroscopic guidance, cannulating the remainder of the way with a gearshift awl, continuing with a ball probe, tapping, continuing with the ball probe again, and placing of screws. Two screws were placed bilaterally at l4, l5, and s1 and then precontoured rods were then placed, break-off caps placed on the screw hubs and break-off caps were broken off. Final ap and lateral fluoroscopy was used verify good position of the hardware. The wound was then very thoroughly irrigated with antibiotic containing saline. Posterolateral arthrodesis at l4, l5 and sacral ala was then performed by decorticating the transverse processes of l4, l5, and sacral ala and placing a mixture of bmp and morselized autograft over decorticated areas. No complications were reported during the procedure. Patient alleges unspecified injury due to the use of rhbmp-2